Event description:
It was reported to boston scientific corporation that an obtryx ii halo system was used during a trans-obturator taping procedure. According to the complainant, during the six-week post-procedure follow-up, a small left lateral mesh exposure was identified. Upon palpation, a tight sub-urethral band was also noted. The area around the exposure was tender upon palpation and the patient complained of occasional sense of post void fullness. The physician trimmed out the segment of exposed mesh. The patient's condition was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.